Event description:
The customer reported the ventilator failed pre-operational self testing of the pressure relief valve. The ventilator was not in use on a pt; therefore, there was no pt harm or involvement. As the device use of warranty, the customer contacted MFR's product support (pse) for assistance. The customer reported there was no system until oxygen was connected, and unit failed extended self testing during crossover circuitry testing. The pse recommended the customer replace the crossover solenoid to address the reported problem. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.

Manufacturer narrative:
Device is out of warranty; no request for MFR's service.